Event description:
It was reported that iab was inserted on 4/2005. In four days, the iab was removed due to high pressure alarms. A re-insertion was not required until five days. There were no reported pt complications. The pt has since had a transplant.

Event description:
It was reported that iab was inserted in 2005. Four days later the iab was removed due to high pressure alarms. A re-insertion was not required until the next day. There were no reported patient complications. The patient had since had a transplant.